Event description:
It was reported that tip detachment occurred. An angiojet zelantedvt catheter was selected for a venous thrombectomy procedure. During the procedure, it was reported that the distal portion of the catheter was separated. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a zelantedvt thrombectomy system. The effluent/supply line, shaft, and tip were visually and microscopically inspected. Blood was present inside the device, when received. Inspection of the device revealed that transition between the proximal and outer shafts was separated (10cm proximal of the tip) with the wire lumen and the hypotube kinked in the same location. The separated ends were jagged, indicating that there was force applied before the separation.

Event description:
It was reported that tip detachment occurred. An angiojet zelantedvt catheter was selected for a venous thrombectomy procedure. During the procedure, it was reported that the distal portion of the catheter was separated. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.